Event description:
It was reported to medtronic neurosurgery that the physician inadvertently put a hole in the valve intra-operatively. Reportedly, the issue was discovered prior to implantation. According to the report, there was no effect on the patient.

Manufacturer narrative:
The product was unavailable for return as it was discarded at the facility. Therefore an evaluation of device performance was not po ssible. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of the valves are 100% tested at the time of manufacture. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.